Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) /2025, the patient reported that during sleep, he experienced what he described as a ¿diabetic coma.¿ the duration of this episode is unknown, as it occurred while the patient was asleep. Upon awakening spontaneously, the patient noted sweating, leg cramps, and an inability to walk. Once able to ambulate, he consumed juice and sugar. The patient¿s blood glucose meter displayed ¿low mg/dl,¿ while the cgm reading was 48 mg/dl. The patient was using an omnipod insulin pump at the time. He stated that no hypoglycemia alerts were received from the dexcom mobile app overnight. The patient did not seek emergency or higher-level care. At the time of reporting, he stated he was feeling ¿a little better.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.